Event description:
The customer contacted stryker to report that their device gave a blank screen which can be a sign of locked up. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
It was determined that the cause of the reported issue was a faulty user interface pcb assembly. However, the part required to perform the repair is not available. The device has been archived by stryker. When the part will become available for the repair to be performed, this complaint will be reopened and updated.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device gave a blank screen which can be a sign of locked up. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.